Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure high out of range pacing impedances were noted, the physician suspected that this right ventricular (rv) lead was fractured. The lead was not implanted and will be returned, while the device was implanted with the new lead. An x-ray taken was unremarkable. No additional adverse patient effects were reported.